Manufacturer narrative:
(B)(4). No devices were identified or received by baxter for evaluation. If any devices are identified or received for evaluation an investigation will be conducted and a supplemental report will be submitted.

Event description:
It was reported that several unidentified spectrum infusion pumps fail the pm downstream occlusion test and occlude at a higher pressure. The biomed stated that the issue only occurs during testing. There was no patient involvement or injury.